Event description:
It was reported to kendall in 5/2001 that on event date needle went through container and stuck home health nurse. Container is kept in pt's home until full and then transported by home health nurse. Nine days later home health agency states that the nurse was in process of picking up full container to bring back to agency for disposal. (Container had been kept at pt's house.) Nurse had not seen needle, which had been sticking out of the unseen side of the container.